Event description:
Info received indicates the brake would lock until the bed was shaken and then it would pop out of brake.

Manufacturer narrative:
The technician replaced all of the casters to repair the bed.